Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had increased thresholds due to an apparent rv and ra lead fracutres. Therefore the rv and ra leads were capped and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.